Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the returned sample did not reveal any defects or anomalies on the returned guide wire or cannula. No evidence of kinking was observed. The overall length of the swg measured 4 10/16" via calibrated ruler, which was within the specification limits of 4 7/16" - 4 11/16" per the swg w/handle. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge which was within the specifications of 0.01650"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was inserted through the returned needle. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. A manual tug test confirmed that the distal weld was intact. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on the customer report and evaluation of the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.